Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to loosened implant.

Manufacturer narrative:
Corrections: device available for evaluation?, device evaluated by MFR?, evaluation codes. Additional information: age/date of birth, initial contact, type of reports, if follow-up, what type?, evaluation codes. An insert and a patellar were returned for evaluation. The insert shows wear, surface marring and discoloration. The patellar component shows surface marring and deformation. Cement is still adhered to the cement pocket. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our research lab noted the proximal articulating areas of the insert have burnishing due to normal femoral articulation. The backside of the insert showed proper locking between the insert and tibial tray. The bcs post has burnishing on both anterior and posterior sides due to femoral contact in vivo during usage. The patella component has cement well bonded inside the patella cement groove. No deformation on the pegs of the patella component a feature indicative of loosening was observed. Based on examination of the returned components, the reasons for the reported effusions or pain could not be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.